Manufacturer narrative:
The hybrid offset shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. Lateral strike marks are visible on the screw access hole. The hex bolt head is also damaged from strike marks. The frequency of use of this instrument is unknown. Threading of shell inserter hex bolt is fractured across the lead threads. Device field age is approximately 1 year and 7 months based on manufacturing date. Receiving/inspection report was reviewed and the shell inserter was accepted by zimmer quality control. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. Previous investigation for a similar issue captures the failure mode of bolt fracture specific to hybrid offset shell inserter. The failure occurs when the bolt tip is struck without an adapter cap. The issue is considered misuse as the shell inserters are clearly marked in the frame, "do not use without adaptors." Based on review of the returned device, and follow up information stating that an adaptor cap was not utilized, the likely cause for the reported issue is damage as a result of misuse of the device.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the threaded tip of the inserter broke off in acetabular cup. The fractured tip was then removed.